Event description:
When using the tissue expander the template went up and around the shaft and jammed. The tissue was not harmed. It was attempted again with a new template. The graft went through this time. There were big holes in the graft. Another graft was needed.